Event description:
Info obtained from pt: in 2008, pt underwent open left inguinal hernia repair with mesh implant. Pt complained of pain in the area of the left groin. Went to see surgeon who referred him to a pain clinic. Pt diagnosed with left inguinal femoral nerve entrapment. In 2008, pt underwent open surgical procedure to release nerve entrapment. Surgeon felt mesh repair was intact and reported to pt he did not think his symptoms were related to hernia repair. Pt however, reports he feels the mesh is involved with his nerve entrapment issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.